Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/27/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed no residue of viscoelastic on the cartridge. The cartridge was observed with the tip deformed. The type of deformation was comparable with a dent and/or a smash. The customer's reported issue was verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Device manufacture date: unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to the implantation of an intraocular lens (iol), the tip of the cartridge was observed deformed. No patient involvement was reported. The operation was completed safely using another cartridge. No further information was provided.